Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic oophorectomy and salpingectomy, the connection part between the electrode and pencil was loose and it would come out. The surgeon tried tightening the connection, but the looseness did not change. Another similar device was opened to complete the procedure. Nothing fell into patient's cavity. Surgical time was not extended. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found that there was no missing component. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.